Event description:
Device analysis performed on the returned spacer revealed that the spindle cap was completely separated from the implant body. Due to scratches on the cam lobes, a functional test was not able to be performed.